Manufacturer narrative:
Investigation ¿ evaluation. (B)(4) (china) informed cook on 21may2021 that a rups-100 (rosch-uchida transjugular liver access set, lot 13723629) experienced resistance advancing a gore stent through the 10fr flexor sheath. The patient reportedly experienced no adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned for evaluation. Waviness was located 19cm-21cm in length from the distal end. Resistance was noted in the hub area. Advancement of the gray catheter into the distal end of the 10fr sheath was successful up to the transition of the proximal fitting/sheath. Advancement into the valve using the gray catheter was unsuccessful. Removal of the fitting uncovered an occlusion within the flare area. A visual examination showed the inner coil to have unraveled, thus blocking the sheath lumen. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to address the reported failure mode. A review of the device history record (DHR) for final product lot 13723629 and kcfw-10.0-38-40-rb flexor sheath component lot ic13530284 found no related nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the reported final product lot number. The information provided upon review of dmr and DHR, do not provide evidence to support that the device was not manufactured to specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The current instructions for use [t_rups_rev4] state the following: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product and the results of our investigation, it was determined that a component failure contributed to the event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): mobile: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a competitor stent device met resistance and could not pass through the flexor sheath of a rosch-uchida transjugular liver access set during a transjugular intrahepatic portosystemic shunt (tips) procedure. Consequently, another device was used to complete the procedure. Device return revealed the inner coil within the sheath to have unraveled, thus blocking the sheath lumen. Advancement into the valve using the gray catheter was unsuccessful. Removal of the fitting discovered an occlusion within the flare area. No adverse effects to the patient have been reported.